Event description:
It was reported that, the insert did not lock onto the tibial base plate. Surgeon implanted another implant of the same size.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.